Manufacturer narrative:
(B)(4). The reported impedance anomaly was confirmed in the laboratory via review of the programmer printouts. The device was tested on the bench and no anomaly was found. The cause of the impedance anomaly could not be determined.

Event description:
It was reported that before connecting the device to the pacing lead the parameters were normal. After connecting and reconnecting the lead high impedance was consistently observed. A new device was used showing normal impedance. The device was not implanted.